Manufacturer narrative:
B3. Date is estimated; year is valid. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient said that they had an x-ray because they were having pain due to a pinched nerve in their back, and it was found on the x-ray that "the sensors on the leads had migrated down and they are thinking they need to be put back and I was supposed to call you guys". They said this pain started a couple months ago, "that is when I noticed I didn't feel the tingling even after turning the stimulation all the way up". The patient said that their healthcare provider told them to call the manufacturer. They reported no falls or trauma.